Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism, there was a tip seal observation and the lead appeared damaged at implant.

Event description:
It was reported that during an attempted implant, the right ventricular lead helix come out after numerous turns and eventually it was tried with a greater number of turns than recommended. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.